Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed in a good position using the correct technique. As the physician pulled the nose cone of the delivery catheter system (dcs) out of the valve, the nose cone may have caught onto the valve and dislodged the valve. The physician was uncertain as the nose cone was completely within the frame of the valve and leaflets. Of note, the patient had very mild calcium on their leaflets and it was possible the the valve ejected without being disturbed by the dcs. The valve stabilized at approximately 10 millimeter (mm) above the annulus. The valve pinned one or more of the native aortic valve leaflets and a seal was created. The valve was functioning at the end of the case with a mean gradient from 40 millimeter of mercury (mmhg) to 14 mmhg. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-23us, serial#: (B)(6), ubd: 13-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.